Event description:
We received a recall notification on this item from rasmas inmar. We do not have this product in our inventory. The recall stated that we needed to report even if we do not have this item in our inventory. Rasmas inmar's recall number is 2019060352 which they updated to 2019060291.